Event description:
Health care professional at center reports a pt reaction upon changing pt from a synthetic dialyzer membrane to a cellulose acetate dialyzer membrane. The pt complained of severe back pain at onset of pt treatment. The pts vital signs were stable throughout. The dialyzer was changed back to a synthetic membrane and the pt completed the treatment without incident. The health care professional reports that the pt is fully recovered and continues to use a synthetic dialyzer.